Event description:
It was reported that in preparation for a transcatheter arterial embolization (tae) procedure, foreign material on a catheter was observed. The renegade catheter was removed from the package, and foreign material was observed mounted in the middle of the catheter. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "stable."